Manufacturer narrative:
The meter and test strips were returned. The complaint was not confirmed and no new issues were observed. All test results were within range specification. No errors were observed testing. Retained test strip samples from the same lot reported by the customer (B)(4) were tested and all results were within the range specification and no errors were observed. The data upload concluded that the device performed according to specification. This is the final report.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A health care professional reported getting erroneously high readings with their precision pcx meter. They further reported a comatose patient was transferred to the emergency department on (B)(6) 2011 at 4 a.m. The reading of 167 mg/dl was obtained on their pcx meter that was higher when compared to a lab result of 25 mg/dl. After 5 minutes they performed another test and obtained a reading of 184 mg/dl on their pcx meter that was higher when compared to another lab result of 24 mg/dl. The results when plotted on parkes error grid fell into an "e" zone showing the difference in values being clinically significant. The patient was diagnosed with hypoglycemia and 1-2 hours after glucose treatment regained consciousness with a lab result of 288 mg/dl obtained. The customer reportedly passed away on (B)(6) 2011.